Event description:
The manufacturer received information from a third party service center alleging the ventilator powers off while running on the internal battery. There was no harm or injury reported.during the evaluation of the device at the third party service center, the internal battery was replaced to address the issue.